Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
Omsc investigated the subject device. Omsc tried to boot the subject device, but could not boot. As a result of investigation, omsc surmised that the phenomenon was caused by the following factors. Any malfunction (e.g. Short circuit) was caused by many dusts in the subject device. As a result, the power supply unit of the subject device broke down. The subject device has been delivered for over 7 years. Any malfunction of the power supply unit of the subject device was caused by deterioration over time due to continuous use. There were no further details provided. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp.(omsc) for evaluation. Omsc tried to reproduce the phenomenon using the subject device. Omsc could not boot the subject device, and could not reproduce the phenomenon. Omsc evaluated the subject device, and found that there was many dust in the subject device. Omsc is continuing the investigation of this case. The EU-me1 instruction manual states the corresponding method when there is an abnormality. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus was informed the following information. On (B)(6) 2017, the ultrasonic image was not displayed when the user facility inserted the endoscope ((B)(4)) to the patient during ebus-tbna; the user facility checked the subject device, and re-turned on the subject device. The subject device displayed the ultrasonic image for a few minutes, but it did not display after that; the user facility concluded that the user facility could not continue using the subject device for this procedure. So the user facility concluded to cancel the procedure; the patient's hospitalization period was extended due to the re-procedure. On (B)(6) 2017, the user facility re-performed the procedure for this patient, and completed the procedure; there was no report of the patient¿s injury regarding this event.